Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, since the device was not returned for evaluation, it is likely that the inefficiently reprocessed scope was due to user handling of the device. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: oer-6 instruction manual, operation section, "chapter 7: tasks to be performed monthly, weekly, or whenever necessary, 7.3. Replacing the water filter (maj-2317). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope was incorrectly reprocessed. The issue was with the reprocessing process. Although the customer has been instructed to replace the filters once every two months, the head nurse on-site has decided to continue to use the water filters improperly. There were no reports of patient involvement.